Event description:
Info received indicates the head and knee articulation functions are not functioning.

Manufacturer narrative:
The tech found the knee linkage was disconnected. He reconnected the linkage to repair the bed.